Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eight clips remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hand assist sigmoid colectomy, while ligation of the vessels, the clip applier was opened first, and several clips were fired properly, then the handle locked on the surgeon. The surgeon could not complete any more fires. A large clip applier was then opened. Several clips again were fired properly then a clip became dislodged and the shaft of the device handle broke and bent. It was reported no additional force was ever applied to the device. There was no patient harm. Another clip applier was used and it worked well to finish the case.